Event description:
It was reported that the t:slim x2 pump battery would not charge despite trying different charging cables and adapters. There was no adverse impact to the customer¿s blood glucose level. The customer arranged to use multiple daily injections as a backup insulin therapy, and a replacement pump with updated software was sent by technical support. Training was made available through the tandem source account, and the customer was informed about returning the faulty pump.